Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced four episodes of peritonitis.the cause of the peritonitis events were not reported. It was not reported if the patient was hospitalized for the events. Treatment was not reported. Patient outcome and action taken with pd therapy are not reported. No additional information is available.